Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise, high impedance measurements, high threshold measurements and loss of capture. An x-ray was taken that showed a questionable area on the lead, and a fracture near the clavicle was suspected. Subsequently a revision procedure was performed where the rv lead was surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.